Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 17-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 197 and 212 mg/dl. Customer stated results from the true metrix meter were higher than his old device. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/19/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history (time not set): result 1: 126 mg/dl. Date: (B)(6). Time: 2:43pm. Fasting: am. Result 2: 197 mg/dl. Date: (B)(6). Time: 9:36am. Fasting: am. Result 3: 212 mg/dl. Date: (B)(6). Time: 7:15am. Fasting: am. Result 4: 129 mg/dl . Date: (B)(6). Time: 7:59pm. Fasting: pm.

Manufacturer narrative:
Sections with additional information as of 31-mar-2023: h10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.